Event description:
It was reported that the device was five to ten millimeters away from the scope when the power arced. The patient was shocked and muscles contracted. A five to ten minutes delay occurred as a replacement device was retrieved. The surgery was then completed successfully.

Event description:
It was reported that the device was five to ten millimeters away from the scope when the power arced. The patient was shocked and muscles contracted. A five to ten minutes delay occurred as a replacement device was retrieved. The surgery was then completed successfully.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the lot number is unknown (not reported). According to the event description, the company representative informed that the wand/probe was brought in 5-10mm proximity with the scope. When a serfas energy probe is held close to an arthroscope or any other metal object, the radio frequency path is interrupted and the circuit shorts through the instrument, even possibly causing a spark like reaction which may cause damage to the tip of the probe and deliver energy to an incorrect location, which might explain the reaction reported on the patient. Therefore, based on the information provided on the procedure and past complaint history, the most probable root cause for the reported arching is user related. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information gathered from the customer alerted of potential electric shock. . Additional information will be provided once investigation has been completed.